Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/05/2015 device evaluation: the device has been returned and evaluated by product analysis on 05/26/2015 with the following findings: returned battery cap and cartridge cap were used to complete the investigation. The pump powers up with a distorted display screen with missing lines pixels. The pump¿s cover was removed, the display screen was found cracked and damaged at the center.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.